Manufacturer narrative:
Correction: health effect, impact code f29: death not related to reported adverse event was entered and submitted in error. This device related event did not result in user death. The updated health effect, impact code(s) are included in this follow-up submission.

Event description:
It was reported that the ilet device controller screen was cracked when the user attempted to use it, consistent with a device mechanical damage to the display component. Symptoms included no reported clinical effects. Outcomes included the need for a replacement device. Investigation included a review of complaint details and product history review. Investigation of this case revealed damage consistent with physical impact to the screen. It was concluded that, based on previously established findings for similar reports, the device experienced a screen failure due to external damage, and a replacement was provided.